Event description:
User completed 2 punctures and felt the location was not ideal, user then retracted the device and adjusted the angel to do third attempt while they felt the needle appears out of shape. User straightened the needle tip while the tip broke off. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-mar-2023.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: the ¿echo-hd-19-a¿ device of lot number c1885962 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 14 november 2022 product notes were not saved in file but images of evaluation are available. Lab re-evaluation was done on 08 march 2022. On evaluation of the device the following observations were made: distal needle break observed approx. 1.6cm from the distal needle tip (ipe0402), stylet examined, and no issue observed. Needle was removed from device and proximal kink below the sheath extender observed. The needle was able to advance and retract with slight difficulty, stylet removed from device with no issue, stylet unable to be reinserted fully and sheath extender able to advance and retract with no issue. The customer confirmed there was no impression of kink below sheath extender before sending back to cook. Document review including IFU review: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a of lot number c1885962 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1885962. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that user did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to resistance/difficulty experienced while retracting the needle as well as the difficulty of needle penetration to the target site as per answer to the additional questions. Another possible root cause could be attributed to a combination of difficult target site, tortuous anatomy and device being used in a flexed or twisted position as per additional information. It is possible that the slight difficulty experienced when needle was advanced and retracted in the laboratory evaluation would be due to kink observed below sheath extender. It is also possible that the needle break and the observed needle kinking below the sheath extender could have led to the difficulties in reinserting the stylet reported. Images from the lab evaluation done on the 14 november 2022 do not show the kink therefore the proximal kink observed on the 8th of march of 2022 is probably due to storage process/conditions. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.